Event description:
It was reported that the procedure was to treat the left common iliac artery with heavy calcification, mild tortuosity and 75% stenosis. The 8x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter ruptured during the first inflation to 15 atmospheres (atm). A non-abbott balloon was used to continue post dilatation of the stent. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy and/or previously implanted stent resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.